Manufacturer narrative:
An event regarding disassociation and a pseudotumour (altr) involving a metal femoral head was reported. Stem and head disassociation was confirmed through the medical review. Altr was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a medical review was performed and concluded: "based upon the information available for review, no determination can be made regarding the cause of the indication described for the revision surgery of (B)(6) 2015 in this case." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, serial x-rays of the primary total hip arthroplasty before the revision surgery and histopathology are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of right hip due to the ball disassociating from the stem. The surgeon commented that the patient had complained of clicking and grinding prior to the revision.

Event description:
Revision of right hip due to the ball disassociating from the stem. The surgeon commented that the patient had complained of clicking and grinding prior to the revision.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36 metal lfit v40 head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.